Manufacturer narrative:
Technician found that the brakes would set but not hold. They were old and worn. Technician replaced all four casters to resolve this issue.

Event description:
Info received that the brakes would set but not hold. No injury reported.